Event description:
It was reported by hvt sales representative that when surgeon was implanting a 3300tfx, 25mm, he put needle through one of the leaflets when implanting the valve. The surgeon replaced the valve and implanted a 3000tfx, 25mm, 1764036. The device is available for return. Sales representative requested that a return kit be sent to (B)(4) surgery, (B)(4).

Manufacturer narrative:
(B)(4) leaflet disruption due to surgeon put needle through one of the leaflets when implanting the valve. No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon was stapling on a 3rd degree piles. After firing the device, when taking out the stapler, it was bleeding from 3 -6 o'clock circumferential. Staples didn't form a complete b shape causing bleeding. As a result, the surgeon had to convert to open to hand suture in order to stop the bleeding. Additional information being requested.

Manufacturer narrative:
Device was not returned for evaluation.

Manufacturer narrative:
Evaluation summary: as received the ring is attached to the holder. The tissue is intact in all three leaflets. The holder was taken off for better examination of the valve tissue. No cuts, tears, or punctures were detected at either aspect, inflow or outflow. No inconsistencies detected in the x-ray as well. Evaluation method: x-ray. Result: no defect found. Additional manufacturer narrative: it was reported that the operative report could not be provided. Based on the product evaluation, there was no defect found. The valve was returned still attached to the holder, which suggests that the valve was not implanted completely and patient was still on bypass. There were no leaflet disruption noted on the returned valve. This is now deemed not reportable.